Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('imaging tests showed that her left fallopian tube was perforated'), fallopian tube necrosis ('right fallopian tube was completely necrotised') and uterine necrosis ('uterine necrosis') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation. No known allergies to medicinal products, no history of diabetes, hypertension or dyslipidaemia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube necrosis (seriousness criteria medically significant and intervention required), uterine necrosis (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), infection ("infections"), pyrexia ("fever"), vertigo ("vertigo"), migraine ("migraines") and mixed incontinence ("severe mixed urinary incontinence"). The patient was treated with anticholinergics, fesoterodine fumarate (toviaz) and surgery (fallopian tubes removed on (B)(6) 2017 and hysterectomy on (B)(6) 2017). Essure was removed. At the time of the report, the fallopian tube perforation, fallopian tube necrosis, uterine necrosis, inflammation, infection, pyrexia, vertigo, migraine and mixed incontinence had resolved with sequelae. The reporter considered fallopian tube necrosis, fallopian tube perforation, infection, inflammation, migraine, mixed incontinence, pyrexia, uterine necrosis and vertigo to be related to essure. The reporter commented: after hysterectomy the patient developed a mixed urinary incontinence. The physician recommended a transobturator tape (tot) procedure for the insertion of an anti-incontinence sling. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: vaginal cuff appears normal and it has not prolapsed. Ovaries are normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of ptc. Event uterine necrosis added (serious incident), events inflammation and infections downgraded to non-serious. The outcome was updated to recovered with sequelae. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('imaging tests showed that her left fallopian tube was perforated'), fallopian tube necrosis ('right fallopian tube was completely necrotised'), pelvic inflammatory disease ('inflammation') and pelvic infection ('infections') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included surgery. Denies known allergies to medicinal products, no history of diabetes, hypertension or dyslipidaemia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube necrosis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pyrexia ("fever"), vertigo ("vertigo"), migraine ("migraines") and mixed incontinence ("severe mixed urinary incontinence"). The patient was treated with anticholinergics, fesoterodine fumarate (toviaz) and surgery (fallopian tubes were removed on (B)(6) 2017 and uterus removed on (B)(6) 2017). Essure was removed. At the time of the report, the fallopian tube perforation, fallopian tube necrosis, pelvic inflammatory disease, pelvic infection, pyrexia, vertigo, migraine and mixed incontinence outcome was unknown. The reporter considered fallopian tube necrosis, fallopian tube perforation, migraine, mixed incontinence, pelvic infection, pelvic inflammatory disease, pyrexia and vertigo to be related to essure. The reporter commented: physician recommended her to consider undergoing the transobturator tape (tot) procedure for the insertion of an anti-incontinence sling. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina on (B)(6) 2018: vaginal cuff appears normal and it has not prolapsed. Ovaries are normal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('imaging tests showed that her left fallopian tube was perforated'), fallopian tube necrosis ('right fallopian tube was completely necrotised') and uterine necrosis ('uterine necrosis') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation. No known allergies to medicinal products, no history of diabetes, hypertension or dyslipidaemia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube necrosis (seriousness criteria medically significant and intervention required), uterine necrosis (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), infection ("infections"), pyrexia ("fever"), vertigo ("vertigo"), migraine ("migraines") and mixed incontinence ("severe mixed urinary incontinence"). The patient was treated with anticholinergics, fesoterodine fumarate (toviaz) and surgery (fallopian tubes removed on (B)(6) 2017 and hysterectomy on (B)(6) 2017). Essure was removed. At the time of the report, the fallopian tube perforation, fallopian tube necrosis, uterine necrosis, inflammation, infection, pyrexia, vertigo, migraine and mixed incontinence had resolved with sequelae. The reporter considered fallopian tube necrosis, fallopian tube perforation, infection, inflammation, migraine, mixed incontinence, pyrexia, uterine necrosis and vertigo to be related to essure. The reporter commented: after hysterectomy the patient developed a mixed urinary incontinence. The physician recommended a transobturator tape (tot) procedure for the insertion of an anti-incontinence sling. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: vaginal cuff appears normal and it has not prolapsed. Ovaries are normal. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: nullification: this report was a duplicate of record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.